Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
Pt implanted with a matrix construct for matrix degen on an unk date. Two of the screws became loose and backed out. Pt underwent revision surgery to make the construct longer and replaced the two screws with larger screws. This is the 2nd of 3 reports submitted on this event.